Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a doctor's nurse reported that the stroke was not related to the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had never felt any stimulation since implant, on (B)(6) 2011. The healthcare professional (hcp) and manufacturing representative (rep) never told her that she should feel stimulation, and she was given a patient programmer (pp) and she knew how to use that. Until the patient talked to an urologist she was never ever told that she should feel stimulation to know the implantable neurostimulator (ins) was working. The urologist told the patient that the ins battery was dead and needed to be replaced. The urologist told the patient that he wondered if the ins ever worked because the patient had never felt stimulation before. The hcp said a rep would call the patient to schedule. The same day the patient saw the urologist she also saw a colorectal doctor who said that the patient might need some kind of stimulator for bowel; it was not understood what kind the patient said. It was also noted that the initial implanting doctor and rep never told the patient that the ins battery would ever need to be replaced. It was noted that the patient was not able to empty the bladder. She would feel pressure and knew she had to go to the bathroom but nothing would come out and she would have to catheterize. She would empty her bladder, then catheterize to be sure so she did not have to get up at night, and she would catheterize 4-6 more ounces. It was noted that during the emergency room (ER) visit, they wanted a urine sample. The patient had to catheterize, which was uncomfortable. The ER nurse said to the patient, ¿wow that¿s a lot.¿ it was noted that since the stroke on (B)(6) 2014, the patient had no sensation in the rectal muscles and started having bladder and bowel symptoms. Since her stroke she did not want to get up to go to the bathroom at night because she would have to fall. The patient thought the stroke was related to the therapy or device. The patient had notified her primary care physician (pcp) and was going to see a new doctor on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for interstim-other. It was reported that there was return of symptoms that was considered sudden. In (B)(6) 2014 the patient was walking and tripped on her shoelaces and fractured her ankle. Shortly after that on (B)(6) she had a stroke and she had a history of stroke in her family and there was left side paralysis so the left side was still messed up. Since then the patient was at the point where she had no sensation in her rectal muscles and it would just come out even when she was standing at the grocery store and she would not even know when it would come out. She was on a lot of different medicines because of this. Since the stroke she had a lot of bladder and bowel problems. The patient did not know if it was working. She had to go to the emergency room (ER) in (B)(6) 2016 because she was short of breath and her legs were weak. While she was there she could not go to the bathroom and they had to catheterize her. At the ER they did a straight catheterization and ¿got a ton of urine.¿ there were times when she did have to catheterize herself. This problem had been happening for 6-9 months. The patient had a CT scan today and they were wondering if there was nerve damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient didn't know how to use the patient programmer (pp) to turn off the ins for an MRI. They were seeing poor communication. An MRI technician was assisting the patient. They used an antenna and indicated that the paddle piece was over the device, but couldn't sync. After the pp wouldn't communicate with, or without, the antenna, it was found that the patient only used it once when it was first implanted and hadn't used it since. They weren't feeling stimulation and hadn't used the device, or felt stimulation, for about seven years. This was the first time they were seeing the poor communication screen, though.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they experienced a loss or change of therapy. The patient stated that their implantable neurostimulator (ins) was put in 2006 or 2007 and saw their hcp yesterday where it was confirmed the ins battery was no longer working, "will not do anything", and was dead. The patient stated that no one told them that they were supposed to get the ins battery changed every 3 or 4 years. They were to get the ins replaced and was scheduled to get a new ins put in on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.